Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was 330 mg/dl. The customer resolved the issue independently by changing the cartridge and successfully resumed insulin delivery.